Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd microtainer® contact-activated lancet, the dates on the certificate of analysis does not match the dates on the product labeling. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using the bd microtainer® contact-activated lancet, the dates on the certificate of analysis does not match the dates on the product labeling. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos of the reported product for evaluation. Communication to the customer addressing the customer's concerns addressing the alleged discrepancies between the dates on the paperwork associated with the reported product has been sent to the customer. This complaint is unable to be confirmed for the indicated failure mode incorrect label content. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.